Event description:
This case was reported by a consumer and described the occurrence of non-alcoholic steatohepatitis in a pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for approx 3 yrs for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions include non-alcoholic steatohepatitis (non-alcoholic fatty liver disease). On an unk date, the pt started triple salt dental adhesive gel. At an unk time after starting triple salt adhesive gel, the pt experienced worsening of non-alcoholic steatohepatitis. The pt indicated that on (B)(6) 2009, her alt was 65 and 75. Six months ago, her alt level was approx 45 and 50. The pt indicated that the normal alt range for a person with this medical condition would be in the range of 10 to 35. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive gel was continued. At the time of reporting, the outcome of the events was unk. Super poligrip is manufactured in (B)(4). The lot number for the product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).